Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced unspecified symptoms of peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the event was not reported. The patient was treated with unspecified antibiotics (intravenously, dose, frequency and duration not reported) preventatively for the event. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.